Event description:
A customer's spouse reported via phone call indicating that the customer was hospitalized for non-diabetes related issues, but during their hospital stay the customer fell so low in blood glucose that they suffered a seizure. The customer's blood glucose level went down to 15 mg/dl. The customer was treated with manual injections. The caller declined troubleshooting at the time of the call. The customer was not wearing the insulin pump, during their hospital stay. The caller was advised to call back the helpline to troubleshoot the insulin pump once the customer feels better. The device was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.